Event description:
A report was received that the patient was having difficulty charging the implant. The patient underwent an ipg replacement procedure. The patient was given antibiotics as a precaution. The patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was having difficulty charging the implant. The patient underwent an ipg replacement procedure. The patient was given antibiotics as a precaution. The patient is reportedly doing well.